Event description:
The third tube failed. It had a tear 3/4 of the way around the tube. Pt was transported to the hosp due to respiratory distress. Now they are in picu being monitored. This was the third cuff failure for this pt in seven days.